Manufacturer narrative:
Sib (sensor interface board) was recommended to be replaced. (B)(4).

Event description:
The hospital reported that the unit did not recognize the flow sensor and ventilation was not available. There was no reported patient impact.